Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half-height (hh) drawer 2.1 and 2.2, along with all the cubies, were not detected on the bus. A field service engineer (fse) checked the back of the station and confirmed that all the status leds for the half-height pmc board and both drawer controller boards were lit correctly. The fse powered down the station and reseated the bus cable, retractor band connectors, and row board connectors. Then, the fse launched the hardware test application (hta) to pop the cubies and cleared the debris underneath them. The fse also pressed down on the row board tray connectors. The system worked as intended after the field service engineer repaired the device.